Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen and making it difficult to read the screen clearly. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had battery drained much faster and had to change more often than once a week. Customer stated that insulin pump reject brand new batteries. The insulin pump will not be returned for analysis.